Manufacturer narrative:
Investigation summary: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 ((B)(6) 2017). Syringes were assembled in machine nº4208, nº4204, and nº4252, in lot #7345961 ((B)(6) 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7346935, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7346939, and #7338621, and no problems, defects or qn related to the reported issue were found. Bd has been provided with the affected sample. A leakage through the plunger rod was observed in the provided sample. After that bd could determine a damage in the plunger rod by the evaluation of the plunger with magnification. We could confirm the reported issue. Investigation conclusion: after the evaluation of the received sample, bd concludes that the cause of the problem could was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that two bd discardit¿ ii syringes w/o needles leaked from the plunger. There was no report of exposure, serious injury, or medical intervention.